Event description:
Healthcare professional reported "suspected of bia- alcl". Healthcare professional later reported "large seroma", "significant amount of fluid surrounding the breast implant". Histopathological markers for cd30+ and alk- have not been provided. Pathology was performed, results were inconclusive. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "suspected of bia- alcl". Healthcare professional later reported "large seroma", "significant amount of fluid surrounding the breast implant". Histopathological markers for cd30+ and alk- have not been provided. Pathology was performed, results were inconclusive. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Histopathological markers of cd30+ and alk- have not been provided and/or confirmed at this time. Event will remain lymphoma-alcl-suspected. Pathology information is inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected.